Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was a crack at the top of battery compartment. Moisture corrosion was visible in battery compartment. There was a dim pink display screen found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text. The display lens was found to be scratched. The keypad was found to be worn. (B)(6).